Event description:
Additional information from surgeon reports that event was unrelated to the lens. The posterior capsular integrity was lost during the phacoemuslification procedure. The lens was placed in the ciliary sulcus but it began to sink so it was withdrawn. At this time the haptic was bent and subsequently broke off but surgeon reports it was stressed beyond reason under an unphysiologic situation. An anterior chamber lens was placed in the eye.